Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegations from the field could not be confirmed. The lead was severed at 137 millimeters from the terminal pin. Electronically, the lead was within specification.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, a problem was noted that this right atrial (ra) lead while using an external analyzer. The physician was applying gentle traction and noted there was a fracture in this ra lead. Unfortunately the lead was cut at the site of the fracture. A portion of the lead will be returned. The patient is consistently in atrial fibrillation (af). No adverse patient effects noted from the procedure.